Manufacturer narrative:
There was no pump stop observed on (B)(6) 2019. One transient pump stop was observed on (B)(6) 2019, which appears consistent with the reported driveline repair on that day. No issues were observed following the driveline repair. The lvad pump is reported under MFR # 2916596-2019-04232.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low speed operation while connected to the power module was confirmed via the log file. The power module was not returned for analysis; however, a log file was submitted for review. A review of the submitted log file showed 240 events spanning approximately 5 days ((B)(6) 2019 ¿ (B)(6) 2019 per time stamp). Throughout the log file low speed operation, pump stops, and low flow alarms were active when the patient was connected to the power module. These events occurred intermittently between (B)(6) 2019 at 02:41:29 ¿ (B)(6) 2019 at 10:54:01. The low speed operation, pump stops, and low flow alarms are further investigated under the pump investigation. Additional provided information indicated that damage found to the driveline may have caused the low speed operation. The reported event could not be correlated to an issue related to the power module. The root cause for the reported event was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had alarms. In the patient's history, patient had low voltage advisories and low flow alarms. The patient noted these alarms happened while on batteries. The battery clips were dirty and they were replaced. There were no kinks found in the driveline and the patient was connected to an ungrounded cable with no alarms. Once the patient was connected to the tethered cable on the white lead and battery on the black lead there were alarms again. Log file analysis revealed pump stops and speed drops on (B)(6) 2019. Those were occurring intermittently throughout the remainder of the log file. These all occurred while connected to the power module. There were no speed drops while on battery power. These events were suspect of a percutaneous lead short to shield. It was reported on (B)(6) 2019 that after analysis of log file the patient had additional driveline fault alarms that appeared to have been result of phase c degrading. Driveline faults can occur post power cable disconnects but there did not appear to be any correlation with the power cable disconnects. There were no motor stops seen as the patient is on a no-ground patient cable. The patient was scheduled for a percutaneous lead repair on (B)(6) 2019. The entire external portion of the driveline was replaced with no issues. The patient was placed on a grounded patient cable after the repair and the alarms did not return. The patient was monitored overnight for anymore alarms and there were none. The log file analysis showed a pump stop on (B)(6) 2019.